Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The keypad assembly was replaced to resolve the issue. No report of patient involvement. Serial number not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown as serial number not provided. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.